Event description:
Per the clinic, the patient was given sedation for integrity testing as part of a device non-use investigation. Following reprogramming, the patient resumed device use.

Manufacturer narrative:
Implanted device remains.